Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-04127. Information was provided regarding a complaint for the study patient; it was reported the patient had experienced heating at the ipg site while recharging. It was reported the issue had resolved by (B)(6) 2011, however, the way in which the heating was resolved was not provided. The patient underwent surgical intervention regarding the leads and the physician opted to replace the ipg at the time. The ipg was explanted, and returned for disposal. Reference MFR report: 1627487-2012-02888 regarding the issue with the leads. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction numbers: 1627487-07262012-002-r; 1627487-07262012-001-c. This ipg serial number was included in field advisories and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.